Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining erratic thyroid-uptake (t-uptake) and total thyroxine (tt4) results for one patient's sample generated by the unicel dxi 800 access immunoassay system. Subsequent testing produced results below the normal reference range for both assays. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
The samples were collected in plastic lihep plasma tubes with a gel separator. The samples are centrifuged on the automation line. All levels of t-uptake and tt4 qc were within the customer's established ranges prior to and on the day of the event. A field service engineer (fse) was dispatched on 09/07/2010 for this event. The fse performed a routine system check, a high sensitivity system check, and a carryover test; all testing passed within instrument specifications. The fse performed a preventative maintenance (pm) on the instrument and ran qc; no issues were noted. The fse did not note any hardware issues which would have contributed to this event. A definitive root cause has not been determined to date for this event.